Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
At the end of an atrial fibrillation ablation procedure, a pericardial effusion was noted. Transseptal puncture was complicated and an echocardiogram was performed regularly throughout the procedure. Just after transseptal puncture, an echocardiogram was done, and the procedure continued. The patient received heparin and when geometry was finished, and a pericardial effusion was noted via echocardiogram. However, the user decided to continue the procedure. When the pulmonary veins were isolated, the procedure was stopped as the effusion was larger, and the patient became hypotensive. A pericardiocentesis was performed which stabilized the patient. There were no performance issues with any abbott devices.